Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance. The rv lead impedances had been gradually increasing before it became out of range. At this time, the rv lead remains in service. No adverse patient effects were reported.